Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual and microscopic examination identified that the stent of the device was returned on a badly damaged wire. The stent delivery system was not returned. The stent was badly damaged throughout and bent out of shape. There was a small section of human tissue wrapped around the stent. The stent length and the outer diameter of the damaged portion did not meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. The patient experienced a myocardial infarction approximately 12 hours prior to the procedure. Vascular access was obtained via a femoral artery. The 80% stenosed de novo target lesion was located in the moderately tortuous and non calcified distal right coronary artery (rca). The concentrically shaped lesion measured 18mm in length and 2.5-2.75mm in diameter. The lesion was pre-dilated with a 2.0x12mm balloon and residual stenosis was reported at 50%. The 28 x 2.50mm taxus liberte paclitaxel-eluting coronary stent system was inserted and significant resistance was noted during advancement. After several unsuccessful attempts to cross the lesion, the taxus liberte stent ultimately dislodged from the delivery system and migrated to the femoral artery. With some difficulty noted, the physician was able to remove the stent utilizing a snare. Pre-dilation was then performed again and a 2.75x23 non bsc stent was implanted. There were no additional patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. The patient experienced a myocardial infarction approximately 12 hours prior to the procedure. Vascular access was obtained via a femoral artery. The 80% stenosed de novo target lesion was located in the moderately tortuous and non calcified distal right coronary artery (rca). The concentrically shaped lesion measured 18mm in length and 2.5-2.75mm in diameter. The lesion was pre-dilated with a 2.0x12mm balloon and residual stenosis was reported at 50%. The 28 x 2.50mm taxus liberte paclitaxel-eluting coronary stent system was inserted and significant resistance was noted during advancement. After several unsuccessful attempts to cross the lesion, the taxus liberte stent ultimately dislodged from the delivery system and migrated to the femoral artery. With some difficulty noted, the physician was able to remove the stent utilizing a snare. Pre-dilation was then performed again and a 2.75x23 non bsc stent was implanted. There were no additional patient complications reported and the patient¿s status is stable.